Event description:
Na.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected fields - h6 (type of investigation), e1 (event site state) a gas loss alarms throughout the day, noting that the night shift had experienced similar issues. Nurse confirmed that neither the help screen nor the iab fill key had been used prior to the call. All cables and connections were verified to be secure, with no evidence of blood in the helium tubing. During troubleshooting nurse performed an iab fill and pressed start, which resolved the alarm and allowed therapy to resume. Nurse reported that the patient was ventilated with a peep of 8 and had a sustained heart rate in the 120s. It was explained that the alarm was likely due to increased intrathoracic pressure from elevated peep, with tachycardia as a contributing factor. Nurse was provided with additional troubleshooting guidance and contact information for further support if the alarm recurs multiple times consecutively.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name the first is (B)(6). A gas loss in the iab circuit occurs when the pump detects a helium loss due to a leak or a high rate of diffusion in the iab circuit. When cumulative shuttle gas loss exceeds the nominal dynamic limit of 5 cc/hr, a gas loss alarm is triggered. The alarm activates only when the iab inflation period >= 80 msec and the deflation period >= 250 msec. Gas loss cause: 1. Pump system malfunction: mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using the fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.